Manufacturer narrative:
Philips service replaced the sam psu box and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the fluoro system was not ready due to psu failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.